Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the set the luer lock body of the two piece luer lock assembly was observed cracked. The reported condition was verified. The cause of the condition could not be determined; however, the baxter male luer design is in compliance with iso standard and dimensions are tested accordingly, it is unknown if the b-braun product is compatible with the baxter set, therefore, the cause is most likely related to the design. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of an unspecified quantity of clearlink system continu-flo solution sets would break off inside of non-baxter extension sets. These issues occurred while attempting to disconnect the set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.